Event description:
Vague report of pump reported to underinfuse during clinical use. No specific information was able to be obtained as far as what medication was involved, specific patient information, etc. It was noted, however, that there was no patient injury associated with this report.